Event description:
The complainant reported that an impella 5.5 was successfully supporting a patient for several days while waiting for the transplant but air in the flushing system alarm appeared. The air-release procedure was performed according to the instructions. The alarm did not disappear. After repeating the procedure several times, it was decided to remove the impella 5.5 due to concerns about the patient's health. A second impella 5.5 was implanted. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into purge leak ¿ pump has been completed. The impella device was not returned for evaluation. The cause of the purge leak was most likely a leak from the sidearm but the exact location of the leak was unknown. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20442.